Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a faulty user interface module (uim). The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for evaluation. As of the august 21, 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device's touch screen was freezing up (unresponsive to touch). The patient was removed from the device and placed on another device with no harm to the patient. Carefusion has requested additional information from the user facility on the reported event and status of the patient. As of (B)(6) 2015 there has been no additional information provided by the user facility pertaining to that request.

Manufacturer narrative:
Failure analysis (fa) lab received a avea user interface module (uim). The avea uim was installed in to a known good avea unit. The unit was powered up unit to verify customer complaint, stating the touch screen would freeze up. Reported problem could not be duplicated, so left the unit running at the end of the workday to allow the unit to warm up and test again at beginning of next workday. After unit ran overnight, touch screen still did not become unresponsive, tested all functions several times and could not duplicate the complaint. The complaint further stated that after erasing flash memory and calibrating the touch screen, after two hours of the unit running, the problem came back. The reported problem appears to be intermittent, and was not reproducible after allowing unit to run for a period of time. The problem has not been duplicated but could be isolated to a failing touch screen. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4).